Manufacturer narrative:
Additional information received indicates expected post operative respiratory failure from effect of narcotic induced hypoventilation. Patient received duonebs and pulmicort for respiratory support and supplemental oxygen as needed via nasal cannula. Approximately 16 days later, exacerbation of respiratory failure on admission to hospital for chf exacerbation. Patient on supplemental oxygen to maintain saturations above 92%. Transferred to ICU approximately 5 days later for bipab, swan placement, inotropes, vasopressors and diuretics'. Worsening of condition required intubation the following day. The adverse event was deemed by the sponsor as related to the concomitant procedure, study procedure and cryoflex probe, cryoconsole, cardioblate lp clamp and cardioblate generator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the left pulmonary vein (pv) and right pulmonary vein (pv) conduction block were not performed for patient safety because the heart was so massive this was not considered safe to perform. Correction h8: updated to reuse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the adverse event and death were deemed by the site as causally related to the concomitant procedure and study procedure but not related to the study devices. The adverse event was deemed by the sponsor as related to the concomitant procedure, study procedure and not related to the cryoflex probe, cryoconsole, cardioblate lp clamp and cardioblate generator. The adverse event was deemed by the cec as causally related to the concomitant procedure, and study procedure. The comments from cec states that prolonged index hospitalization leading to death hence related to the procedure and concomitant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the sponsor updated their assessment of the adverse event as not related to the concomitant procedure, study procedure or study devices. The site has updated their assessment of the adverse event as not related to the study procedure or study devices and casually related to concomitant procedure. The cec have updated their assessment of the adverse event to not related to the concomitant or the study procedure. The cec provided the following comment on the event: refractory heart failure leading to death. Correction e1: initial reporter name updated. Correction e3: occupation updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a concomitant surgical procedure of coronary artery bypass grafting through sternotomy. During the same procedure ((B)(6) 2019) a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a cardioblate generator were used. The left atrial appendage was amputated, excised and closed. Left pulmonary vein (pv) and right pulmonary vein (pv) conduction block were not performed for patient safety. On the same day as the procedure ((B)(6) 2019) the patient experienced post operative respiratory failure. The patient expired on (B)(6) 2019. The cause of death was determined to be non-cardiac death. The adverse event and death were deemed by the site as related to the concomitant procedure but not related to the cryoflex probe, c ryoconsole, cardioblate lp clamp and cardioblate generator. Cec adjudicated as possibly related to study procedure, concomitant procedure and all devices used.